Event description:
It was reported following placement of this dialysis catheter while injecting into one catheter lumen, a blood return could be seen in the other catheter lumen and a kink was located in the proximal end of the catheter. This catheter was removed and another dialysis catheter was successfully placed without any pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering eval revealed both of the clamps were open on the catheter and foreign matter was located on the catheter shaft. No visible kinks or damage was noted to the catheter shaft. The device was tested and an interlumen leak was noted in the hub.